Event description:
Per the clinic, the electrode array was not in the cochlea and was found to be curled up in the internal auditory canal prior to device activation, resulting in the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.